Manufacturer narrative:
The field service engineer (fse) contacted the customer and was informed that the case was completed with no issues by using the second surgeon side console (ssc). The fse contacted the customer again on 7/28/2020, and was informed that the customer was able to resolve the issue with a power cycle and re-drape. The issue did not return the next day. No site visit was required by the fse. The system was working properly and no additional action was required. Site history review: as of (B)(6) 2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the system arms kept locking up. Since the customer was set up with two sscs, the second ssc was used to complete the case. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event. System unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the arms kept locking up. The technical support engineer (tse) reported that the logs reflect error 31010: sterile adaptor missing on universal surgical manipulator 4 (usm4). The tse had the customer reseat the sterile adapter with no resolution. The surgeon stated they just kept locking up and the follow matching grip message would display. Tse had the customer move over to the second surgeon side console (ssc) to resolve the issue. The customer only encountered the lock up on ssc (B)(4). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.